Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was hospitalized on (B)(6) 2025. The blood glucose level was 400 mg/dl at the time of event and the patient got treated with intravenous fluids and insulin infusion pump. No further information was available.